Event description:
Several nurses have reported the threaded connector does not seal properly (the tubing will not screw into the blue port and becomes disconnected easily). It continues to spin as one attempts to establish a tight connection.manufacturer response (as per reporter) for IV plum tubing, (brand not provided):the manufacturer representative visited the impacted facility to evaluate the reported problem. The representative reported this particular device had been "upgraded" approximately eight months previously, but that it should work the same way. The facility was not aware of the "upgrade" and how and if any changes to the device would cause the device to operate differently.